Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube(s)/migration of essure device: migrated into the tube/left device perforated tube,right device perforated tube') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test." The patient's medical history included augmentation mammoplasty on (B)(6) 2012, adenomyosis, headache, depression, backache, genital bleeding and pregnant. Concomitant products included ibuprofen and levonorgestrel (mirena) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 5 days after insertion of essure. In (B)(6) 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: reaction to nickel") and pelvic pain ("pain"). On (B)(6) 2012, the patient experienced loss of libido ("hormonal changes: loss of sex drive"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or problems /changes"), urinary tract disorder ("urinary or problems /changes") and dermatitis ("rashes or skin conditions: inflammation dermatitis"). In (B)(6) 2012, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder, urinary tract, vaginal): bv") and fungal infection ("yeast infection"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation") and diarrhoea ("diarrhea"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems: blurred vision"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression"). In (B)(6) 2018, the patient was found to have ovarian neoplasm ("tumor/ teratoma/ cance-type: tumors on my ovaries"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and hypertension ("blood or heart disorder/condition: high blood pressure"). On an unknown date, the patient experienced genital haemorrhage ("gen.abnorm bleed/ severe bleeding"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), headache ("headache"), infection ("infection"), rash ("rash/skin condition"), flatulence ("gas pain"), abnormal sensation in eye ("weird feeling in my eyes"), paraesthesia ("tingling in my right arm from my shoulder all the way to my finger"), dizziness ("dizzy"), hypoaesthesia ("numbness in my arm"), malaise ("sick"), insomnia ("insomnia") and device expulsion ("one coil was in my uterus") and was found to have neoplasm ("tumors"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy/ repeat/multiple surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, ovarian neoplasm, bladder disorder, urinary tract disorder, fatigue, constipation, diarrhoea, alopecia, loss of libido, bacterial vaginosis, fungal infection, depression, vaginal discharge, vision blurred, weight increased, headache, neoplasm, infection, flatulence, abnormal sensation in eye, paraesthesia, dizziness, hypoaesthesia, malaise, insomnia and device expulsion outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, hypertension, dysmenorrhoea, dyspareunia, migraine, pelvic pain, dermatitis, abdominal pain, arthralgia and rash had resolved. The reporter considered abdominal pain, abnormal sensation in eye, allergy to metals, alopecia, arthralgia, bacterial vaginosis, bladder disorder, constipation, depression, dermatitis, device expulsion, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, flatulence, fungal infection, genital haemorrhage, headache, hypertension, hypoaesthesia, infection, insomnia, loss of libido, malaise, menorrhagia, migraine, neoplasm, ovarian neoplasm, paraesthesia, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, blood/heart disorders, gen.abnorm.bleed, psych injury, migration, fallopian tube perforation, fatigue, gi condition, hair loss, hormonal changes, migraine, headache, tumors, weight gain, infection, menorrhagia. Plaintiff performed repeat/multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube(s)/ migration of essure device: migrated into the tube') and ovarian neoplasm ('tumor/ teratoma/ cancer-type: tumors on my ovaries') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test". The patient's medical history included adenomyosis, headache, depression, backache and genital bleeding. Concomitant products included levonorgestrel (mirena) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 5 days after insertion of essure. In november 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: reaction to nickel") and pelvic pain ("pain"). On (B)(6) 2012, the patient experienced loss of libido ("hormonal changes: loss of sex drive"). On (B)(6)2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or problems /changes"), urinary tract disorder ("urinary or problems /changes") and dermatitis ("rashes or skin conditions: inflammation dermatitis"). In (B)(6) 2012, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder, urinary tract, vaginal): bv") and fungal infection ("yeast infection"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation") and diarrhoea ("diarrhea"). On (B)(6) -2014, the patient experienced alopecia ("hair loss"). In december 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems: blurred vision"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression"). In (B)(6) 2018, the patient was found to have ovarian neoplasm (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and hypertension ("blood or heart disorder/condition: high blood pressure"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and arthralgia ("joint pain"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, ovarian neoplasm, bladder disorder, urinary tract disorder, hypertension, dysmenorrhoea, fatigue, constipation, diarrhoea, alopecia, loss of libido, bacterial vaginosis, fungal infection, pelvic pain, depression, vaginal discharge, vision blurred, weight increased and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, allergy to metals, dyspareunia, migraine, dermatitis and arthralgia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bacterial vaginosis, bladder disorder, constipation, depression, dermatitis, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, hypertension, loss of libido, menorrhagia, migraine, ovarian neoplasm, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: reporters, patient demographics, medical history and concomitant drugs were added. On (B)(6) 2011, she implanted essure (previously reported as 2011). On (B)(6) 2018, she explanted essure. Injury event was updated to abnormal bleeding (vaginal, menorrhagia). Allergic or hypersensitivity reaction: reaction to nickel, bladder or urinary problems /changes, blood or heart disorder/condition: high blood pressure, dysmenorrhea, dyspareunia, fatigue, gastrointestinal or digestive system condition: constipation and diarrhea, hair loss, hormonal changes: loss of sex drive, infection (bladder, urinary tract, vaginal): bv, yeast, migraines/headaches, perforation of fallopian tube(s)/ migration of essure device: migrated into the tube, psychological or psychiatric problems: depression, rashes or skin conditions: inflammation dermatitis, tumors on my ovaries, vaginal discharge, vision/eye problems: blurred vision, weight gain, abdominal pain, pain, joint pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube(s)/ migration of essure device: migrated into the tube/left device perforated tube,right device perforated tube'), ovarian neoplasm ('tumor/ teratoma/ cance-type: tumors on my ovaries') and genital haemorrhage ('gen.abnorm bleed') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test". The patient's medical history included adenomyosis, headache, depression, backache and genital bleeding. Concomitant products included levonorgestrel (mirena) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 5 days after insertion of essure. In (B)(6) 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: reaction to nickel") and pelvic pain ("pain"). On (B)(6) 2012, the patient experienced loss of libido ("hormonal changes: loss of sex drive"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or problems /changes"), urinary tract disorder ("urinary or problems /changes") and dermatitis ("rashes or skin conditions: inflammation dermatitis"). In (B)(6) 2012, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder, urinary tract, vaginal): bv") and fungal infection ("yeast infection"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation") and diarrhoea ("diarrhea"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems: blurred vision"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression"). In (B)(6) 2018, the patient was found to have ovarian neoplasm (seriousness criterion medically significant). On 26-nov-2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and hypertension ("blood or heart disorder/condition: high blood pressure"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), headache ("headache"), infection ("infection") and rash ("rash/skin condition") and was found to have neoplasm ("tumors"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy/ repeat/multiple surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, ovarian neoplasm, bladder disorder, urinary tract disorder, fatigue, constipation, diarrhoea, alopecia, loss of libido, bacterial vaginosis, fungal infection, depression, vaginal discharge, vision blurred, weight increased, headache, neoplasm and infection outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, hypertension, dysmenorrhoea, dyspareunia, migraine, pelvic pain, dermatitis, abdominal pain, arthralgia and rash had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bacterial vaginosis, bladder disorder, constipation, depression, dermatitis, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, headache, hypertension, infection, loss of libido, menorrhagia, migraine, neoplasm, ovarian neoplasm, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, blood/heart disorders, gen.abnorm.bleed, psych injury, migration, fallopian tube perforation, fatigue, gi condition, hair loss, hormonal changes, migraine, headache, tumors, weight gain, infection, menorrhagia. Plaintiff performed repeat/multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events gen.abnorm bleed, headache, tumors, infection, rash was added. Updated outcome of event abdominal pain,pelvic pain, dysmenorrhea, blood or heart disorder/condition: high blood pressure from unknown to recovered / resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube(s)/ migration of essure device: migrated into the tube/left device perforated tube,right device perforated tube') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test". The patient's medical history included augmentation mammoplasty on (B)(6) 2012, adenomyosis, headache, depression, backache, genital bleeding and pregnant. Concomitant products included ibuprofen and levonorgestrel (mirena) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 5 days after insertion of essure. In (B)(6) 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: reaction to nickel") and pelvic pain ("pain"). On (B)(6) 2012, the patient experienced loss of libido ("hormonal changes: loss of sex drive"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or problems /changes"), urinary tract disorder ("urinary or problems /changes") and dermatitis ("rashes or skin conditions: inflammation dermatitis"). In (B)(6) 2012, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder, urinary tract, vaginal): bv") and fungal infection ("yeast infection"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation") and diarrhoea ("diarrhea"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems: blurred vision"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression"). In (B)(6) 2018, the patient was found to have ovarian neoplasm ("tumor/ teratoma/ cance-type: tumors on my ovaries"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and hypertension ("blood or heart disorder/condition: high blood pressure"). On an unknown date, the patient experienced genital haemorrhage ("gen.abnorm bleed"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), headache ("headache"), infection ("infection"), rash ("rash/skin condition"), flatulence ("gas pain"), feeling abnormal ("weird feeling in my eyes"), paraesthesia ("tingling in my right arm from my shoulder all the way to my finger"), dizziness ("dizzy"), hypoaesthesia ("numbness in my arm"), malaise ("sick"), insomnia ("insomnia") and device expulsion ("one coil was in my uterus") and was found to have neoplasm ("tumors"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy/ repeat/multiple surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, ovarian neoplasm, bladder disorder, urinary tract disorder, fatigue, constipation, diarrhoea, alopecia, loss of libido, bacterial vaginosis, fungal infection, depression, vaginal discharge, vision blurred, weight increased, headache, neoplasm, infection, flatulence, feeling abnormal, paraesthesia, dizziness, hypoaesthesia, malaise, insomnia and device expulsion outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, hypertension, dysmenorrhoea, dyspareunia, migraine, pelvic pain, dermatitis, abdominal pain, arthralgia and rash had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bacterial vaginosis, bladder disorder, constipation, depression, dermatitis, device expulsion, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, flatulence, fungal infection, genital haemorrhage, headache, hypertension, hypoaesthesia, infection, insomnia, loss of libido, malaise, menorrhagia, migraine, neoplasm, ovarian neoplasm, paraesthesia, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, blood/heart disorders, gen.abnorm.bleed, psych injury, migration, fallopian tube perforation, fatigue, gi condition, hair loss, hormonal changes, migraine, headache, tumors, weight gain, infection, menorrhagia. Plaintiff performed repeat/multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: social media received. New events added: gas pain, weird feeling in my eyes, tingling in my right arm from my shoulder all the way to my finger, dizzy, numbness in my arm, insomnia, one coil was in my uterus. Concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube(s)/ migration of essure device: migrated into the tube/left device perforated tube,right device perforated tube') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test". The patient's medical history included augmentation mammoplasty on (B)(6)2012, adenomyosis, headache, depression, backache, genital bleeding and pregnant. Concomitant products included ibuprofen. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 5 days after insertion of essure. In (B)(6)2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: reaction to nickel") and pelvic pain ("pain"). On (B)(6)2012, the patient experienced loss of libido ("hormonal changes: loss of sex drive"). On (B)(6)2012, the patient was found to have weight increased ("weight gain"). On (B)(6)2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2012, the patient experienced bladder disorder ("bladder or problems /changes"), urinary tract disorder ("urinary or problems /changes") and dermatitis ("rashes or skin conditions: inflammation dermatitis"). In (B)(6)2012, the patient experienced migraine ("migraines/headaches"). On (B)(6)2013, the patient experienced bacterial vaginosis ("infection (bladder, urinary tract, vaginal): bv") and fungal infection ("yeast infection"). On (B)(6)2013, the patient experienced fatigue ("fatigue"). In (B)(6)2014, the patient experienced constipation ("gastrointestinal or digestive system condition: constipation") and diarrhoea ("diarrhea"). On (B)(6)2014, the patient experienced alopecia ("hair loss"). In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6)2015, the patient experienced vision blurred ("vision/eye problems: blurred vision"). On (B)(6)2015, the patient experienced depression ("psychological or psychiatric problems: depression"). In (B)(6)2018, the patient was found to have ovarian neoplasm ("tumor/ teratoma/ cancer-type: tumors on my ovaries"). On (B)(6)2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and hypertension ("blood or heart disorder/condition: high blood pressure"). On an unknown date, the patient experienced genital haemorrhage ("gen.abnorm bleed/ severe bleeding"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), headache ("headache"), infection ("infection"), rash ("rash/skin condition"), flatulence ("gas pain"), abnormal sensation in eye ("weird feeling in my eyes"), paraesthesia ("tingling in my right arm from my shoulder all the way to my finger"), dizziness ("dizzy"), hypoaesthesia ("numbness in my arm"), malaise ("sick"), insomnia ("insomnia"), device expulsion ("one coil was in my uterus"), myalgia ("muscle pain"), mood swings ("changes in mood"), periarthritis ("frozen shoulder syndrome (adhesive capsulitis) / t rex arms") and abdominal distension ("belly button popping , tummy swells") and was found to have neoplasm ("tumors"). The patient was treated with levonorgestrel (mirena) and surgery (supracervical hysterectomy with bilateral salpingectomy/ repeat/multiple surgeries). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, ovarian neoplasm, bladder disorder, urinary tract disorder, fatigue, constipation, diarrhoea, alopecia, loss of libido, bacterial vaginosis, fungal infection, depression, vaginal discharge, vision blurred, weight increased, headache, neoplasm, infection, flatulence, abnormal sensation in eye, paraesthesia, dizziness, hypoaesthesia, malaise, insomnia, device expulsion and abdominal distension outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, hypertension, dysmenorrhoea, dyspareunia, migraine, pelvic pain, dermatitis, abdominal pain, arthralgia, rash and periarthritis had resolved. The reporter considered abdominal distension, abdominal pain, abnormal sensation in eye, allergy to metals, alopecia, arthralgia, bacterial vaginosis, bladder disorder, constipation, depression, dermatitis, device expulsion, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, flatulence, fungal infection, genital haemorrhage, headache, hypertension, hypoaesthesia, infection, insomnia, loss of libido, malaise, menorrhagia, migraine, mood swings, myalgia, neoplasm, ovarian neoplasm, paraesthesia, pelvic pain, periarthritis, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, blood/heart disorders, gen.abnorm.bleed, psych injury, migration, fallopian tube perforation, fatigue, gi condition, hair loss, hormonal changes, migraine, headache, tumors, weight gain, infection, menorrhagia. Plaintiff performed repeat/multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: event "abdominal distension " was added. Fu 8, 9, 10, 11 processed together. Social media content received : reporter added. On 23-mar-2020: social media received:-new event "muscle pain", "changes in mood" was added. Reporter was added. Fu 8, 9, 10, 11 processed together. On 23-mar-2020: new event "periarthritis" and new reporter were added. Fu 8, 9, 10, 11 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.